Manufacturer narrative:
(B)(4)

Event description:
It was reported "the first iab was inserted via the right femoral artery, but the balloon could not fully expand, so the balloon had to be removed. Due to the urgency of the situation, vascular trauma occurred. A second iab was then inserted via the left femoral artery. However, four sheath dilators broke consecutively, and only after opening another set was successful insertion achieved. Please see associaed MDR#s: 3010532612-2025-00897, 3010532612-2025-00902, 3010532612-2025-00903, 3010532612-2025-00904.

Manufacturer narrative:
(B)(4) the reported complaint of dilator tip damaged was unable to be confirmed. Visual analysis of the customer supplied photos revealed a slight bend in the body of one sheath as well as at the distal tip of one of the dilators. No other defects or anomalies were observed. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date; a full investigation of the sample will be completed.

Event description:
It was reported "the first iab was inserted via the right femoral artery, but the balloon could not fully expand, so the balloon had to be removed. Due to the urgency of the situation, vascular trauma occurred. A second iab was then inserted via the left femoral artery. However, four sheath dilators broke consecutively, and only after opening another set was successful insertion achieved. Please see associaed MDR#s: 3010532612-2025-00897, 3010532612-2025-00898, 3010532612-2025-00902, 3010532612-2025-00903, 3010532612-2025-00904.